Manufacturer narrative:
(B)(4) date sent: 03/11/25 d4: batch #unk. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples how was the bleeding controlled? Suture sewing how much blood was lost (ml)? Unknown did the patient require a transfusion? No an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9e941, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a distal gastrectomy procedure, it was observed that the staples malformed after firing; and anastomotic site was oozing. Changed to another one to continue the procedure but the same problem happened again. Suture was used to oversew. There was no patient consequence reported. Additional information requested.